Manufacturer narrative:
Device evaluated by MFR: a promus elite ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal stent region lifted from their crimped positions and pulled proximally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-sep-2021. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the mildly tortuous and fibro calcified left anterior descending artery. After a non-boston scientific (bsc) guide wire was crossed the lesion, pre-dilation was performed with an apex balloon catheter. Following pre-dilation, a 24 x 4.00 promus elite drug-eluting stent was advanced but the device failed to cross the lesion event after multiple attempts. The procedure was completed with a different device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.